Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. Lead diagnostics revealed multiple low impedances. Follow up information identified x-rays showed lead migration. The patient underwent surgical intervention on (B)(6) 2016 to reposition the lead into the epidural space. The patient is now receiving effective stimulation.